Event description:
It was reported that there was high impedance. The lead was removed. The right ventricular lead performance data was returned to the manufacturer, analyzed, and tested out of specification. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device was returned and analyzed. Oversensing was noted as 14 ventricular non-sustained tachycardia episodes <+205 ms occurred between (B)(4) 2010.